Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging ipg. The patient underwent an ipg explant procedure and the explanted ipg was not returned as it was discarded by the facility.